Event description:
The device was serviced by the manufacturers field service engineer. The service engineer reported the blower was not functioning. The service engineer replaced the blower and motor controller pcb board to address the finding. Performance verification testing was completed and passed to operating specifications.

Event description:
The customer reported that the ventilator was alarming due to a high blower temperature occurrence. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement. A high blower temperature occurrence will result in a vent inop condition. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to replace the blower to address the reported problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device out of warranty; no customer request for manufacturers service. (B)(4): out of warranty; no request for mnf serv.